Event description:
The device was received for service. During service testing, fail code 500:320 was found. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on jan 23 2007. Evaluation summary:the device evaluation was completed and failure code 500:320 confirmed due to a defective open a key on the pump head module (phm) keypad. Service installed a new phm and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated under CAPA.